Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient underwent procedure for percutaneous endoscopic gastrostomy (peg)jejunal tube placement(peg-j) tube placement. The patient developed stoma site discharge, redness and tender to touch. The patient was started on an unknown antibiotic for 10 days in (B)(6) 2017. Contacts for further information have not been returned. The peg/j remains in place.